Manufacturer narrative:
B4:09sep2021. Additional information was received indicating that the reported issue was discovered during preventative maintenance. Based on this information, it has been concluded that this is not a reportable event. The field service engineer replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit navigation ring has gone bad. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the nav ring is not moving. Biomed reported the issue was during performance verification testing. The rse created an onsite work order to address the nav-ring failure. It is unknown if repair has been conducted in relation to the alleged complaint. Other information is pending.